Event description:
Additional information was received from the treating physician indicating the reported increase in seizures, depression, insomnia, and suicidal ideation were not related to vns therapy. The increase in seizures was not above pre-vns level, while the depression levels were indicated to vary. No medication changes were reported to have contributed to the reported events. The patient does have a history of sleep disturbances. Interventions done for the events were to adjust the vns. No diagnostics were available at the time of the reported events.

Event description:
It was reported through clinic notes dated (B)(6) 2011 in the review of systems that the patient presented an increase in seizures, depression, insomnia, and suicidal ideation. At the moment attempts to obtain further information from the reporting physician have been unsuccessful to date. The relationship of the events to vns at the moment is unknown.